Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported that the grey section of the introducer was coiling back when attempting to insert. Skin dermatotomy performed x 3 without success due to coiling. Alternate microintroducer utilized. This caused patient discomfort and a prolonged procedure. It was reported this occurred with three devices. This report addresses the second device.